Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The patient¿s blood glucose level was 213mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank non-flashing white lcd display with horizontal black lines due to cracked lcd glass. Unable to perform the self test and the displacement test or verify missing segments/partial display due to display anomaly.